Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked. It was reported by the customer that found two additional 20 ml leaking syringes from the same lot (ref (B)(4), lot: 4278835). Verbatim: rcc received a complaint via email. Email(s) attached. I found two additional 20 ml leaking syringes from the same lot (ref (B)(4) lot: 4278835), so I also included these syringes in the total I am shipping to you. I am now sending total of 19 syringes for complaint (B)(4).

Manufacturer narrative:
Investigation results: our quality engineer inspected the 19 physical samples submitted for evaluation. The reported issue of leakage other was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that under 30x magnification no defects or imperfections were observed. 12 samples were also selected for leakage test, of which all pass. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.